Event description:
Adverse reactions. Pharmaceutical companies. Is the product compounded: yes; did the problem stop after the person reduced the dose or stopped taking or using the product: no; did the problem return if the person started taking or using the product again: yes. Date the person first started taking or using the product: (B)(6) 2010.